Event description:
On (B)(6) 2011, an iipv was identified in patient event log that occurred on (B)(6) 2011 at 01:56 with a drain volume of 3895 ml during cycle 3. Largest prescribed fill volume: 2400 ml.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. This issue was confirmed through review of the event history log. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold and false empty detect and use error, initial drain alarm setting inappropriately programmed. This issue is being investigated through CAPA.